Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was more than 500 mg/dl. The customer was assisted with troubleshooting. Customer stated that the buttons on his insulin pump were not working. Customer stated that he received a button error alarm. Customer stated that he changed out the infusion sets and his blood glucose went down. The insulin pump will be returned for analysis.